Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. Device was reprogrammed successfully and remains implanted.